Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). A device tracking form was received which indicated that the patient expired on (B)(6) 2013 due to cardiac arrest. Additional information submitted to the manufacturer indicated that the patient had a pump exchange (medical device report #0002916596-2013-00672) and placed on extracorporeal membrane oxygenation (ECMO). When the patient was taken back to the operating room to wash out the clots and remove ECMO, the patient had a cardiac arrest in the operating room. There was no autopsy therefore the pump will not be returned for evaluation.